Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
(B)(6). Allegedly, subject underwent the right side on (B)(6) 2020. Subject experienced pain starting in (B)(6) 2020. Pain continued thru early (B)(6)2020 when MRI indicated the femoral component may not have grown in properly. Subject was admitted to hospital on (B)(6) 2020 and underwent revision that same day. Discharged on (B)(6)2020.